Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
After placing a PICC line, the introducer did not peel off correctly when attempting to remove. The user had to pull strongly at risk of getting the end of the PICC line out of the patient. A scalpel was used to enlarge the puncture site to extract the introducer with a set of pliers. A section of the device did not remain inside the patient&#62688;body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Patient code: no known impact or consequence to patient. Device code: difficult to remove is not labeled. A visual examination of the returned product along with a review of complaint history, instructions for use (IFU) and quality control was conducted during the investigation. The visual examination noted that there did not appear to be any cracks and/or fractures within either handle during a visual inspection. A portion of the peeled sheath was attached to one of the sheath fittings while the other fitting did not have any portion of the sheath attached. The sheath had peeled during the procedure as there was the expected tear along the medial line of the sheath from the proximal to the distal end of the sheath. As one of the returned sheath fittings did not have any of the sheath attached, it is possible that a small portion of the sheath had fallen off the sheath fitting and/or was not returned with the device. There is no evidence to suggest the product was not manufactured to specifications. The IFU provides instructions as to the method of peeling the sheath away from the catheter "by grasping the two wings of the sheath and pulling outward and upward". It is possible that the anatomy of the patient prevented a smooth removal of the sheath due a potentially tortuous anatomy and/or the end user applied torsional forces as well as tensile in pulling the wings of the sheath outward and upward that could have prevented a smooth removal of the sheath, thus requiring medial intervention to remove the sheath. As the sheath had peeled from the proximal end to the distal end, the sheath had to have peeled into two separate sections as designed. It is possible that the end user applied torsional forces as well as tensile when peeling the sheath. The use of torsional forces in peeling the peel-away could potentially affect the way the sheath peels within the patient as twisting motions were applied in addition to the user "pulling outward and upward" as instructed in the IFU. Based on this investigation, the root cause has been determined to be due to user technique. The appropriate internal personnel have been notified. We will continue to monitor for similar complaints.

Event description:
After placing a PICC line, the introducer did not peel off correctly when attempting to remove. The user had to pull strongly at risk of getting the end of the PICC line out of the patient. A scalpel was used to enlarge the puncture site to extract the introducer with a set of pliers. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.